Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated lower abdomen with coolsculpting developed paradoxical hyperplasia (pah/ph). Contact- caller name-patient/provider and title: (B)(6). Patient initials- name: (B)(6). Sex- male or female; treatment date or dates: (B)(6) 2021; area(s) treated: lower abdomen; date of onset of symptoms (when patient first noticed): (B)(6) 2021; area(s) with symptoms: lower abdomen ; coolsculpting system serial- upm number: (or if elite d number); applicator: coolmax ; treatment settings/treatment parameters: (legacy applicators) gel pad/syringe lot number: description of events: possible ph, experience pain to the touch immediately after treatment for three months.

Event description:
The patient was treated on (B)(6) 2021 with the legacy coolmax applicator.

Manufacturer narrative:
Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.